Event description:
It was reported that a pt who had undergone a tunica vaginalis testis procedure had developed severe post-operative pelvic pain. The pain is unilateral, occurring when changing from supine to a standing position, focused in the groin and radiating suprapubically to the thigh. No weakness or other disability was noted. The pt remained hospitalized for 5 days following surgery and required nsaid's and rehabilitation therapy. The pain persisted for 4 weeks.